Event description:
It was reported that a high drain 104 alarm occurred on a homechoice (hc) machine after use. This alarm indicates the patient drained greater than 200% of the maximum prescribed cycle fill volume in standard mode. The registered nurse (rn) stated that the home patient (hp) used red bags to pull off extra solution. The technical service representative (tsr) reviewed the alarm with the rn. No patient injury or medical intervention was indicated in association with this report. No additional information is available.

Manufacturer narrative:
(B)(4). The device was reported to be available but has not yet been received. Should the device be received or additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was received for evaluation. The device passed electrical and functional testing. A short simulated therapy was performed and completed successfully. All pressures were found to be correct and stable. An internal inspection was performed and found no issues. The device event history log was reviewed and the reported issue was not confirmed. The reported issue could not be confirmed or duplicated. The cause could not be determined. If additional relevant information is received, a supplemental medwatch will be filed.